Event description:
A sales rep called to report to baxter corporate product surveillance a clearlink non-dehp secondary set in which a no flow occurred. According to the report, the set was primed and then connected to an unknown primary set. While connected to a sigma pump, the pump only pulled medication from the primary bag and not the secondary. The medication being infused was steroid and normal saline. The customer alleges that the set up was done correctly and the primary bag was lowered accordingly. After the secondary set was connected to the upper y-site, the no flow occurred. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The sample arrived out of the pouch attached to the first y site of the 2c8537 primary set. The 2h7462 luer was removed from the y site. The 2h7462 sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. The same was done with the 2c8537 primary set. While maintaining proper head height the secondary set was then re-attached to the first y site of the primary set and checked for flow. The remaining two y sites were also checked for flow. All three y sites were then visually inspected for re-knit with none found. The returned 2h7462 & 2c8537 clearlink continu-flo set primed and flowed normally. All three y sites also functioned as designed with normal flow noted. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.